Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An non-healthcare professional reported that following an intraocular lens (iol) implant procedure patient experienced losing vision, decreased endothelial cell count to 325. Additional information has been received as the patient had corneal edema.